Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurement showed affected channels. According to the parents the child stopped babbling about a month ago. No accident or trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the parents the child stopped speaking about a month prior. The hearing performance with the device decreased suddenly. No accident or trauma was reported. The user was re-implanted with another flex 20 array.